Event description:
Event description guidant received information that this patient with an implantable cardioverter defibrillator (ICD) who has been lost to follow up for three years, presented with many episodes of pacemaker mediated tachycardia. It was noted at the time of follow up that the device had no daily measurements recorded for the last year. Guidant received subsequent information that during a syncopal episode, the patient fell and sustained a broken hip.